Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at 7, 081 joules. Per the customer, the fiber cap was removed from the pt with the debris instrument. No pt injury was reported.